Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A patient reported they had not used their implant in "probably" a year. They tried using the implantable neurostimulator (ins) a couple of times and it was uncomfortable. They were never happy with the device. The patient wanted to know if there was any reason to have the ins removed if they are not using it. When asked if the patient had tried to decrease stimulation, the patient stated that when they decrease stimulation it resolves the discomfort but the device barely works and so they turned it off. The patient did not have a managing physician that they were seeing, so a physician list was sent to the patient, and it was suggested they follow up with a healthcare provider. The ins was indicated for urinary dysfunction/sacral nerve stimulation/gastrointestinal/pelvic floor.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received as patient reported that device was never been comfortable or effective. They felt encouraged to have it implanted but little or no support after surgery. In fact, when they complained to their former physician then they became very angry when patient told them that ins was uncomfortable. Patient was sorry to had the device implanted. Due to their frustration, they turned the device off for about two years. Patient had new physician and they were very kind and encouraged to try again. They programmed the device to a low, comfortable setting and they are now pleased with the unit. It seemed to be helping some but mainly it was not hurting. Patient would like to increase the intensity of the unit but they forgot how to turn it up. They got trained by representative on how to work with device.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.